Event description:
It was reported to boston scientific corporation in 2005, that one week after a polyflex esophageal stent procedure, the patient (weight unknown) complained of "persistent chest pain". The patient was taking "vicodin for a week without significant relief" and "could not sleep at night due to discomfort". In 2005, the physican confirmed that the stent had migrated proximally. It was located above "the stricture in the distal esopphagus". There was "some mucosa trauma at proximal esophagus, but no sign of deep tear or perforation." The patient was instructed to follow up with the physician with reccurrent dysphagia.

Manufacturer narrative:
Corrected data: should be: other serious (important medical events) was: not checked.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1791.